Event description:
The customer reported that during a lap band revision, while dissecting thick tissue, the device red light was observed and an error tone was heard. The surgeon removed the device from the surgical field and it was found that the active blade was no longer attached to the device and was in the pt cavity and there was no pt injury. The surgeon opened another dissector and successfully completed the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.